Manufacturer narrative:
H4: the device was manufactured from august 21, 2019 - august 22, 2019. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a large single tear/hole across the entire top seam in front of the bag. Functional leak testing was performed, and a leak was observed from the tear/hole of the top seam. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event occurred on an unspecified date after product shipment on 12/18/2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered before product use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.